Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited noise. Electromagnetic interference was suspected. The noise was not reproducible and no further action was taken. The lead remained implanted.